Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device failed to deploy the sponge strip, and the trigger mechanism did not respond as intended. As a result, prolonged manual compression was required, extending the duration of the interventional procedure. No patient injury was reported. The device is expected to be returned for evaluation. This case was reported as a serious injury to the china nmpa.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device failed to deploy the sponge strip, and the trigger mechanism did not respond as intended. As a result, prolonged manual compression was required, extending the duration of the interventional procedure. No patient injury was reported. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18365185 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button) frozen/locked¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
The device was not returned.